Event description:
A report was received that during a reprogramming session the patient's legs became rigid therefore the session was aborted. The physician later decided to explant the ipg and leads and the patient was reportedly doing fine after the procedure.

Event description:
A report was received that during a reprogramming session the patient's legs became rigid therefore the session was aborted. The physician later decided to explant the ipg and leads and the patient was reportedly doing fine after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-50, (B)(4) and (B)(4), model description:linear lead, 50 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
The explanted ipg passed visual, electrical, photographic and performance tests done. The device exhibits normal device characteristics. Analysis on the explanted leads discovered no anomalies during all tests performed.